Event description:
The laser system has the following problem: "no simmer - no water flow". No adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to a component failure (power circuit component). After the replacement of this component, the laser system restarted to work correctly.